Manufacturer narrative:
A couple days later the lead was surgically abandoned and replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
The lead remains in service at this time. Should additional information become available to our company, this report will be updated accordingly.

Event description:
Boston scientific received information that this lead was exhibiting noise which caused an inappropriate shock. Lead insulation damage was suspected and also a possible fracture. The device defibrillation therapy was turned off per the physician's request at this time. No adverse patient effects were reported.